Manufacturer narrative:
This report is submitted on june 20, 2022.

Event description:
Per the clinic, the patient experienced an infection (date not reported) and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.